Event description:
It was reported that post implantation the patient presented with endophthalmitis. Intravitreal antibiotic injection was performed. Current status was reported as "good recovery thus far."

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.